Manufacturer narrative:
Additional information: as customer requesting for results of investigation. And described the events, that took place between (B)(6) of 2020 through (B)(6) 2020.

Event description:
Reported a smiths medical intubation/portex endotracheal tubes sacett balloon was tested before the tube was inserted and then after inserting the tube, the balloon did not work and did not inflate. Also reported, in addition the cuff pilot tube is not installed well and when using it comes out by itself extubating patient. This was reported to occur on seven occasions as incidents described . Photos are attached displaying a malfunctioned balloon.